Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphadenopathy and rupture. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported through the regulatory agency "rupture and axillary polyadenopathies." The device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1, e3, g2, h6.

Event description:
Healthcare professional reported through the regulatory agency "rupture and axillary polyadenopathies." The device remains implanted. This relates to the left side.